Event description:
The pt ((B)(6)) rec'd her scs system including an ipg on (B)(6) 2008. It was reported that the pt lost stimulation and the physician suspected an early battery depletion in the ipg. The ipg was explanted on (B)(6) 2009. F/u on the pt found no further issues have been reported. The explanted ipg was returned to ans for evaluation. No further information is available.

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Observance of flux residue on pcb and surrounding components confirmed as described above. Affected area and components were cleaned of visible residue and ipg was then powered up and default parameters reloaded. Ipg passed auto test. It is believed that inactivated flux contamination was the cause for current leakage and battery drain. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MFR regulations in this instance. Ans has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the pt's physician regarding medical history.